Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluation of the returned product identified that the product exhibits signs of use (nicked or gouged) and the frill tip has fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. The complaint has been confirmed by visual evaluation of the returned product. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - drill.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a drill broke in osseoti tibial trial. Attempts to obtain additional information have been made; however, no more information is available.